Manufacturer narrative:
The device was not returned to olympus for inspection. However, olympus technical assistance support was troubleshooting with the customer and identified the switches were non-responsive. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited unresponsive switches. There was no patient involvement.